Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: at the end of the patient's continuous diet, the enteral feeding set was changed with a new diet pack. When placing water in the bag for intermittent infusion, water was flowing continuously through a micro hole.

Manufacturer narrative:
Additional information h2, h3, h4, h6. Investigation conclusion: the customer reported at the end of the patient's continuous diet, the enteral feeding set was changed with a new diet pack. When placing water in the bag for intermittent infusion, I observe water flow continuously through a micro hole. The report refers to product code 775100, epump cross spike feed & flush, with lot number 210110084, manufactured on 1/16/2021. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed an no related adverse trends were identified. One product was returned for evaluation. Visual inspection and functional testing were performed and determined the device met specification. No failure identified. Additional action will not be taken at this time. This complaint will be used for tracking and trending purposes.